Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced difficulty recharging and maintaining communication between the charger and the ipg. Reportedly, the patient did not lose therapy due to the issue. A replacement charger was sent to the patient; however it did not resolve the issue. Surgical intervention will taken at a later date to reposition the ipg.